Manufacturer narrative:
Unique device identification (UDI) is unavailable. Lot number is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case, the site broke a perc pin while it was in the patient. There were no reported adverse effects on the patient. The site was able to retrieve all of the pieces of the perc pin out and continue with the case. There was no patient impact and the reported delay was less than an hour due to the issue.